Manufacturer narrative:
One cardiomems patient electronic system with power accessories were received for evaluation. During the investigation, external and internal visual inspections of unit revealed exposed wires on the right-angle extension cable and the power supply. There was no damage found on the power cord. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The field reported event of frayed wires on the power supply was confirmed.

Event description:
The patient reported sparking of the power cord. The patient electronic unit and power accessories were replaced and there were no adverse consequences reported by the patient.